Manufacturer narrative:
(B)(4). G2: foreign - event occurred in canada. H6: proposed component code: mechanical (g04) - stem. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that approximately five years post-implantation, the patient underwent a right hip I&d and two stage revision due to metallosis and infection. The patient presented with significant pain and fever. During the I&d, purulent fluid, black necrotic tissue, and osteolysis were noted with no components removed. All components were explanted during the stage one revision. Hematoma; osteolysis with the entire greater trochanter missing; metallosis; fistula; and massive acetabular bone destruction were found and cement spacers implanted. During stage two three months later, there was scar tissue; fibrosed tissue; ho; pelvic dissociation; transverse fracture of the acetabulum; lytic lesion; and significant bone loss with deformity of the pelvis. An acetabular cage system, bone grafts, and cerclage cables were used. Patient also received transfusions the next day. It was reported no further information is available.